Event description:
It was reported that the patient experienced pain and infection that was identified, by the physician, as urethral erosion due to the artificial urinary sphincter (aus) cuff. The aus device was explanted. No further patient complications reported.